Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: unknown location, coils were not in left fallopian tubes') in a 45-year-old female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included hyperlipidemia since (B)(6) 2014, hypertension since (B)(6) 2014, rash, redness and abscess. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009 and medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 for contraception, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female as well as amlodipine besilate (amlodipine besylate) since (B)(6) 2014, ibuprofen;pseudoephedrine hydrochloride from (B)(6) 2016 to (B)(6) 2016, lisinopril since (B)(6) 2014, metoprolol tartrate since (B)(6) 2014, mupirocin from (B)(6) 2014 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (trimethoprim sulfamethoxazole) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain"), hirsutism ("hormonal changes describe: hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), acne ("rashes or skin conditions type: acne"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 5 days after insertion of essure. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, hirsutism, vaginal haemorrhage, menorrhagia, depression, anxiety, acne, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered acne, anxiety, depression, device dislocation, fatigue, hirsutism, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hirsuitism, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: unknown location, coils were not in left fallopian tubes') in a (B)(6) year-old female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included hyperlipidemia since (B)(6) 2014, hypertension since (B)(6) 2014, rash, redness and abscess. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009 and medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 for contraception, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female as well as amlodipine besilate (amlodipine besylate) since (B)(6) 2014, ibuprofen;pseudoephedrine hydrochloride from (B)(6) 2016 to (B)(6) 2016, lisinopril since (B)(6) 2014, metoprolol tartrate since (B)(6) 2014, mupirocin from (B)(6) 2014 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (trimethoprim sulfamethoxazole) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain"), hirsutism ("hormonal changes describe: hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), acne ("rashes or skin conditions type: acne"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant), 3 months 5 days after insertion of essure. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, hirsutism, vaginal haemorrhage, menorrhagia, depression, anxiety, acne, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered acne, anxiety, depression, device dislocation, fatigue, hirsutism, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hirsutism, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet: lot number was added. Events: hirsutism, abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, acne, migration of essure location of device: unknown location, coils were not in left fallopian tubes, vaginal discharge, fatigue, weight gain were added. Device category changed from device other event to incident. Reporters information were added. Medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: unknown location, coils were not in left fallopian tubes/migration of essure device location of device: in the endometrial canal') in a 45-year-old female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement on right ostia". The patient's medical history included overweight. Concurrent conditions included hyperlipidemia since (B)(6) 2014, hypertension since (B)(6) 2014, rash, redness and abscess. Concomitant products included levonorgestrel (mirena) since (B)(6) 2009 and medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 for contraception, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 for pelvic pain female as well as amlodipine besilate (amlodipine besylate) since (B)(6) 2014, ibuprofen;pseudoephedrine hydrochloride from (B)(6) 2016 to (B)(6) 2016, lisinopril since (B)(6) 2014, metoprolol tartrate since (B)(6) 2014, mupirocin from (B)(6) 2014 to (B)(6) 2015 and sulfamethoxazole;trimethoprim (trimethoprim sulfamethoxazole) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain"), hirsutism ("hormonal changes describe: hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), acne ("rashes or skin conditions type: acne"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criterion medically significant), 3 months 5 days after insertion of essure. Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, pelvic pain, hirsutism, vaginal haemorrhage, menorrhagia, depression, anxiety, acne, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered acne, anxiety, depression, device expulsion, fatigue, hirsutism, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: hirsuitisim, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- pt of device dislocation updated to device expulsion. New event difficult placement on right ostia were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.